Event description:
The customer's daughter called to report the customer's pump had an alarm. It was found that the customer was admitted in the hospital for high bgs. The customer was not disconnected from the pump. It was stated that the hospital allowed the customer to manage the bgs with the pump. The dr believed that the customer might also have something else going on due to the elevated white blood cell count. Troubleshooting was performed. The pump did not pass the selftest with the reservoir in place. The reservoir was removed from the pump and the pump passed the self-test. It was informed that the reservoir's plunger was pressed and the insulin did not exit.